Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured and not all parts were returned. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint sample was evaluated and the reported event was confirmed through visual evaluation. The returned device confirmed that it exhibited signs of repeated use (nicked/gouged) and the anterior section of the post feature had fractured of. Not all pieces were returned. The device history records were reviewed and no discrepancies were identified. The fractured device was manufactured after a design modification that was created to help prevent fracture. A root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.